Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2015 the patient had a potential distal endoleak and the aneurysm sac is growing. Reportedly, the physician could not identify the leak, but elected to implant a limb extension. No patient injury reported.

Manufacturer narrative:
Based upon the clinical assessment, the reported type ib endoleak was not able to be confirmed and the assessment was inconclusive. The device remains in the patient at this time and was not evaluated. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not identified, therefore, identification of a design or manufacturing issue is inconclusive due to limited case info.